Event description:
It was reported that the patient experienced a controller fault alarm after sweeping her carpet at home. The patient went to the emergency room (ER) with the controller alarming. The ventricular assist device (vad) coordinator disconnected one battery then reconnected it and the alarm resolved. The vad coordinator sent routine clinic log files and the log files from the ER to the manufacturer. An engineer from the manufacturer recommended a controller exchange after preliminary analysis of the log files due to electro-static discharge (esd) being the suspected cause of the controller fault alarm. The vad coordinator performed a controller exchange and provided the patient with a replacement device. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the facility performed a controller exchange as a result of a "controller fault" alarm. There was no patient injury reported as result of this event. The exchanged controller ((B)(4)) was returned to the manufacturer for evaluation. Evaluation showed that the controller passed visual and functional testing. A review of the controller log files confirmed the reported "controller fault" alarm event due to aps failure the root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation for these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.